Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the power board had shorted and was burnt. The fse replaced the power board, which included the burnt component and also repaired the reported issues. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a failure from the microfuge 20r centrifuge. No fire, smoke or burning smell was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.